Manufacturer narrative:
Reported event an event regarding disassociation involving a metal head was reported. The event was confirmed through visual inspection of the part where it was identified that the taper lock was compromised. Method & results -product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head. From the photographs provided there is evidence of the presence of biological material, however, a photograph of the taper of the head was not provided. The associated stem had trunnion wear, which is consistent with the loss of taper lock. The lot number of the head was not visible. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records could not be performed as lot code information was unknown. -complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusions: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head. From the photographs provided there is evidence of the presence of biological material, however, a photograph of the taper of the head was not provided. The associated stem had trunnion wear, which is consistent with the loss of taper lock.

Event description:
It was reported revision surgery was required as it was identified through x rays that the head had disassociated from the trunnion. It was further reported that the original implant surgery was approximately 10 years prior.

Event description:
It was reported revision surgery was required as it was identified through x rays that the head had disassociated from the trunnion. It was further reported that the original implant surgery was approximately 10 years prior.

Manufacturer narrative:
Reported event an event regarding disassociation involving a metal head was reported. The event was confirmed through visual inspection of the part where it was identified that the taper lock was compromised. . Method & results -product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head. From the photographs provided there is evidence of the presence of biological material, however, a photograph of the taper of the head was not provided. The associated stem had trunnion wear, which is consistent with the loss of taper lock. The lot number of the head was not visible. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records could not be performed as lot code information was unknown. -complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusions: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head. From the photographs provided there is evidence of the presence of biological material, however, a photograph of the taper of the head was not provided. The associated stem had trunnion wear, which is consistent with the loss of taper lock. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.